Event description:
Consumer reported developing a total body rash and fever following abdominal surgery. The skin was hot pink around wound. The sutures were removed eight days following surgery. The patient was prescribed IV and oral antibiotics. No further information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/25/2009. Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.